Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfuction was attributed to an error displayed on the screen, which indicated that the screen was unresponsive and prompted the user to close the door. A technical support specialist rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis ciisafe system had door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.